Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the plunger clamp in the problem area of the pipetter assembly was sticking. The plunger clamp and collets were cleaned. The k0, k1, tip pick up, k2 prinary rack, k3 secondary rack, k4 reagent height, k5 tip wipe/ wash were all adjusted. The instrument was tested without further problem and returned to service.